Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13k07099, h13l02056 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient developed peritonitis while hospitalized for an unrelated event. The cause of the peritonitis was not reported. Treatment for peritonitis was not reported. The patient was discharged from the hospital and recovered from the peritonitis. Dianeal therapies were ongoing. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed for the potentially associated lot numbers h13k07099 and h13l02056. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.